Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) was in a 2x4, 0-3/8-11 configuration with 1 lead /extension placed in the 0-7 channel, and nothing in the 8-15 channel. It was observed that there were normal range pre-operative impedance in the empty 8-15 channel when they would expect to see >40k ohm impedances indicating an open circuit. The patient had a second lead removed due to infection, leaving one lead and extension on the right side of the head placed in the 0-7 channel. The other channel had no plug or anything in the unused port. The ins was likely programmed when both leads were present and configuration wasn't changed after the lead explant. Three (3) impedance tests were performed on both right and left side at 0.7, 1.5, 3.0v with normal range results on both sides pre-operatively. Impedance of the replacement ins showed open circuit on the right side, which was what was expected to see pre and intra-operatively since nothing was in the right channel. The replacement ins was programmed in 1x4 configuration to prevent confusion. It was indicated that the patient wasn't affected and was fine. The manufacturer representative informed the surgeon that fluid likely had entered the second channel (8-15) on the explant, which completed the circuit. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.